Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential high impedance within the battery. It was recommended to perform device replacement within a provided timeframe. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential high impedance within the battery. It was recommended to perform device replacement within a provided timeframe. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.